Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had low blood glucose levels (48 mg/dl). Contact declined troubleshooting for low blood glucose levels, and stated customer ate a snack to stabilize blood glucose levels.